Event description:
It was reported that one hour following an uneventful left internal carotid artery stenting procedure, the pt developed a painful right lower extremity with a loss of pulse. She was taken back to the cath lab and was found to have a vascular pseudoaneurysm with total occlusion of the right femoral artery. The pt was taken to the operating room and underwent exploration and repair of the right femoral artery without complications. There is no add'l info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. (B)(4).